Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed the occurrence of several controller fault alarms. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however, the device malfunction confirmed in the controller log files could not be replicated at the bench level. The most likely root cause of the failure is a leaky diode on the automatic power switch circuit of the controller, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately four months and three weeks post hvad implantation, this patient underwent an exchange of his primary controller. The patient presented to the hospital with alarms and a "change controller" message on the controller screen. The patient's primary controller was exchanged for his back-up controller, and he was provided a new back-up controller. There was no reported patient injury though he did report being anxious during the event. The controller has been returned to heartware for evaluation. Investigation is ongoing.